Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they insulin pump had blank display and no power. No harm requiring medical intervention was reported. Customer stated that insulin pump was not exposed to water. Customer reported pump screen was blank and had put in two new batteries. Customer reports they were able to clear the alarm. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not returned. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was neither missing nor damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated that display did returned after insulin pump restart. Customer stated they did not receive a low battery alert prior to the off no power alert. New battery resolved the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected battery power loss or blank display were noted. However corroded battery tube compartment noted. (B)(4).